Event description:
Trigger system. Confirmed complaint: triggers not locking and unlocking as they should. Trigger tension spring missing, levers bent. 98544. Device name: ll100 cryosurgical. Catalog #: 900001. (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: (B)(4). Distribution history: this complaint unit was manufactured at wallach in 2002. The workorder number is not available and the original ship date is not available. Manufacturing record review: the manufacturing DHR is not available for review due to the unit being manufactured in 2002. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on repair log 98544. Visual evaluation: visual examination of the complaint unit revealed that the trigger tension spring was missing and that the levers were bent. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: while no definitive root cause could be reliably determined, the potential cause may be that the unit was dropped or it could be normal wear and tear on a unit that is 20 years old. Fault code: user. Failure code : wear and tear. Correction and/or corrective action. The complaint unit was repaired and returned to the customer. The triggers and trigger tension spring were replaced. The unit was tested and found acceptable. Preventative action activity: coopersurgical will continue to trend this complaint condition.

Event description:
Trigger system. Confirmed complaint: triggers not locking and unlocking as they should. Trigger tension spring missing, levers bent. 98544. 1216677-2022-00187, ll100 cryosurgical 900001, (B)(4).